Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "suspected/actual rupture/deflation."

Event description:
Healthcare professional reported via nbir a left side deflation and change in shape/size/style. Device has been explanted.